Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the partial clip movement and possible single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip was successfully placed on the leaflet and leaflet insertion assessment was performed. Both leaflets were stable inside the clip and clip deployment was initiated. The lock line and gripper line were both removed, then the clip was deployed. About 8 minutes later, it was thought that either the clip moved on the posterior leaflet with only the tip of the leaflet in the clip or the clip completely detached from the posterior leaflet (slda). A second clip was deployed, stabilizing the first clip and reducing mr to grade 3. Post procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip system instructions for use, instructs to deploy the clip and after the delivery catheter (dc) shaft detachment (clip deployment), to remove the gripper line. The removal of the gripper line prior to clip deployment did not likely contribute to the single leaflet device attachment (slda) and/or failure to adhere or bond (partial clip movement). Based on the information provided a definitive cause for the reported slda and/or partial clip movement could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.